Event description:
In 1999, the cryopreserved pulmonary valve and conduit in question was implanted into a patient of unknown medical history. Approx two years later, the involved surgeon reported that the valve had become stenotic and required replacement.